Manufacturer narrative:
The infusion set was found to be leaking. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl. Water was consumed and insulin injections were administered to address bg. During troubleshooting with tandem technical support, insulin was observed to be leaking from the base of the infusion set cannula. Customer changed the infusion set. The type of infusion set use was not reported.